Event description:
Procedure: inguinal hernia repair.according to the reporter: the inner seal cracks and looses pneumo. The product will not be returned for investigation. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4).